Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/13/2018 with the following findings: during investigation, the pump was unable to power up and was unresponsive due to moisture damage in the pump and battery compartment. The call service alarm allegation could not be tested. Unrelated to the original complaint, the battery compartment was cracked.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.